Event description:
It was reported that a user experienced hyperglycemia after eating a donut, with blood glucose rising to a peak of 320 mg/dl and remaining elevated for approximately two hours while using the ilet with a cartridge and infusion set changed the prior night; the device appeared connected and delivering insulin as the bionic report showed a cap at 320 mg/dl with subsequent steady decline, and the user was advised to allow time for the correction to work and to call back if levels did not continue to decrease. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device data and troubleshooting with user education regarding correction and monitoring. Investigation of this case revealed no device alarms and no evidence of device malfunction, with hyperglycemia likely associated with recent carbohydrate intake while the device executed correction as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.